Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice machine. This event occurred during drain one of four of peritoneal dialysis therapy, while the patient was connected. During troubleshooting, it was found that the patient had improperly disconnected from the setup and reconnected, prior to the alarm. The technical services representative explained the alarm and assisted the patient in clearing it. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the patient improperly disconnecting from the setup was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.